Event description:
The lead and concomittant implantable cardiovertor defibrillator were explanted due to noise attributed to lead dislodgement. During pre-discharge on 3/8/1998, the pt experienced a ventricular tachycardia resulting in therapy delivery by the implantable cardiovertor defibrillator. The pt was released. While at home on 3/9/1998, the pt received several shocks and went to a local hosp. The pt was transported by ambulance to be seen at the hosp where the implant occurred. Upon the pt's arrival, the device was programmed to all functions off and surgery was scheduled to open the pocket. The lead and implantable cardiovertor were replaced.